Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3662, scs ipg, therapy date: unknown, model: unknown, scs extension, therapy date: unknown

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-11541; reference MFR. Report#: 1627487-2019-12276. It was later determined the patient's extension had also been explanted.

Manufacturer narrative:
Upon further review, the model number and brand name were determined.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-11541; reference MFR. Report#: 1627487-2019-12276.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information. Concomitant medical products and therapy dates: model: 3662, scs ipg, therapy date: unknown. The event date is unknown.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-11541. This report is related to a france patient. It was reported the patient lost therapy. In turn, an exploratory surgical procedure took place and no anomalies were found but high impedance was present. Subsequently, the patient underwent surgical intervention. During the procedure, troubleshooting attempts/scenarios were undertaken to investigate and address the issue but were unsuccessful. As a result, the physician decided to explant and replace the patient's ipg and lead. Therapy was restored post-op.

Manufacturer narrative:
The reported high impedance / loss of therapy was not confirmed. Analysis of the returned paddle lead did not identify any anomalies and passed end to end continuity and inter-channel continuity testing.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-11541. Reference MFR. Report#: 1627487-2019-12276.